Event description:
It was reported that the pump produced error code 45985 when it was powered on. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
"Investigation" results completed on a smiths medical cadd solis vip pump 2120. Device was visually inspected and overall was in good condition. When the testing was done to verify complaint, the power up revealed error code 45985. This device would not power up to assess the event log or duplicate testing. The issue of malfunction was isolated to a micro-pressor board. The repair was done to replace the micro-pressor board.

Event description:
Investigation results completed on a "smiths" medical ambulatory infusion pumps/cadd solis vip pumps - 2120. Summarized in h-10.